Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges the patient was treated for an infection. Although medical records were not provided to confirm the presence of an infection, the warning section of the IFU states "if infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A lot number or product code were not provided, therefore a manufacturing review is not possible. Additionally, it appears the mesh remains implanted. With the currently available information, no conclusion can be drawn.

Event description:
The following was reported by the patient's attorney: ni/ni/ni - the patient was implanted with a ventralex hernia patch. Ni/ni/ni - the patient developed and infection or inflammation, tissue abrasion, and other severe adverse health consequences. The attorney alleges the patient sustained severe and permanent bodily injuries, physical pain and suffering.